Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/04/2021.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed to the video sample which revealed a leak. Additionally, retained samples were evaluated which did not identify any abnormalities that could have contributed to the reported condition. All components of the retained samples were correctly placed and according to specifications. The retention samples were also gravity tested; then leak tested and no leaks were observed. The reported condition was verified in the video sample; however, not verified in the retained samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked at the junction of the tubing and the connector. This was observed during a patient infusion and while the set was connected to another unspecified IV (intravenous) tubing set. There was no patient injury or medical intervention associated with this event. No additional information is available.